Event description:
It was reported that the nurse call system was not working properly. No patient injury was reported.

Manufacturer narrative:
User may have installed an incompatible (non-OEM) cord. The device functioned properly when an OEM cord was installed.